Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not observed to be exiting the tubing. Reportedly, the issue resolved and customer successfully filled tubing and resumed insulin therapy. Customer's blood glucose level was 190 mg/dl.